Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Unknown part-, lot number combination in our records. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery performed on (B)(6) 2017, when the surgeon was drilling through a hole of the plate, the k-wire was struck with the drill bit and the drill bit broke off into the patient. Surgeon had to remove the plate and screws that were already inserted to remove the broken drill bit. It was reported that the drill is dull, brittle and breaks easily. Sales consultant did not know how or where the k-wire was positioned in the patient¿s body. There was twenty (20) minutes of surgical delay. Other medical intervention was required to remove plate. Procedure was completed successfully. Concomitant device reported: k-wire (part # unknown, lot #: unknown, qty: unknown). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. (B)(4).